Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose level above 400 mg/dl and low blood glucose level of below 54 mg/dl. Customer declined to troubleshoot for high blood glucose and low blood glucose level. Customer stated that insulin pump had several low battery alert and sometimes they will only last two days and sometimes some no delivery alarms. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No excessive no delivery or occlusion alarm noted. No unexpected failed battery alarm anomalies noted.